Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there was severe impaction of coil in the left side of uterus./severely impacted within the endometrium"), device expulsion ("there was severe impaction of coil in the left side of uterus."), the first episode of menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included desvenlafaxine succinate (pristiq) since (B)(6) 2012 and naproxen since 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/abnormal bleeding 2008 to 2013 and again 2015 to 2016"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), depression ("psychological or psychiatric problems: depression,"), back pain ("pain") and affective disorder ("mood disorder"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/abnormal menstrual pain") and weight increased ("weight gain/loss"). In (B)(6) 2008, the patient experienced crying ("hormonal changes/hormonal changes-emotional : crying a lot"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2015, the patient experienced the second episode of menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and hypertension ("blood or heart disorder/condition: high blood pressure"). In 2016, the patient experienced coital bleeding ("spotting .bleeding after intercourse") and adenomyosis ("adenomyosis of myometrium"). On (B)(6) 2016, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2018, the patient experienced emotional disorder ("crying a lot / emotional anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems/gastrointestinal or digestive system condition,"), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("psychological or psychiatric problems: , anxiety/emotional anguish"), dyspepsia ("gastrointestinal or digestive system condition,"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis") and visual impairment ("vision/eye problems"). The patient was treated with bupropion (wellbutrin), phentermine, ibuprofen (advil), antibiotics, ibuprofen, hydrochlorothiazide, total laparoscopic hysterectomy, cystoscopy and bilateral salpingectomy with essure removal in (B)(6) 2016, and endometrial ablation in 2012. Essure was removed on (B)(6) 2016. In 2016, the last episode of menorrhagia had resolved. At the time of the report, the embedded device, device expulsion, vaginal discharge, fatigue, crying, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, anxiety, dyspepsia, bacterial vaginosis, headache, migraine, depression, visual impairment, coital bleeding, cervical dysplasia, adenomyosis, emotional disorder, back pain and affective disorder had resolved, the genital haemorrhage and procedural pain was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, adenomyosis, affective disorder, anxiety, back pain, bacterial vaginosis, bladder disorder, cervical dysplasia, coital bleeding, crying, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, emotional disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypertension, migraine, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved she did retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube ultrasound scan - on an unknown date: coils in ut noted; on an unknown date: essure tubal inserts are not distinctly visualized (B)(6) 2016: pathology: pathology. Diagnosis: uterus, cervix and bilateral tubes: severe squamous dysplasia (cin 3) of cervix at 6:00 and 12:00. Adenomyosis of myometrium. Cystic walthard rest of left adnexa. Scarred endometrial surface. Benign fallopian tubes. Metallic foreign body, clinically sterilization coil (gross only). Gross description: within endometrium is a coiled metallic object which is severely impacted within the endometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received . Concomitant drug added. Event mood disorder added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there was severe impaction of coil in the left side of uterus./severely impacted within the endometrium"), device expulsion ("there was severe impaction of coil in the left side of uterus."), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia) abnormal bleeding 2008 to 2013 and again 2015 to 2016") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("abnormal vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/abnormal bleeding 2008 to 2013 and again 2015 to 2016") and back pain ("pain"). In 2008, the patient experienced crying ("hormonal changes/hormonal changes-emotional : crying a lot"), dysmenorrhoea ("dysmenorrhea (cramping)/abnormal menstrual pain") and weight increased ("weight gain/loss"). In 2015, the patient experienced hypertension ("blood or heart disorder/condition: high blood pressure"). In 2016, the patient experienced coital bleeding ("spotting .bleeding after intercourse") and adenomyosis ("adenomyosis of myometrium"). On (B)(6) 2016, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2018, the patient experienced emotional disorder ("hormonal changes/hormonal changes-emotional : crying a lot"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems/gastrointestinal or digestive system condition,"), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), anxiety ("psychological or psychiatric problems: , anxiety/emotional anguish"), dyspepsia ("gastrointestinal or digestive system condition,"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): bacterial vaginosis"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), depression ("psychological or psychiatric problems: depression,") and visual impairment ("vision/eye problems"). The patient was treated with bupropion (wellbutrin), phentermine, ibuprofen (advil), antibiotics, ibuprofen, hydrochlorothiazide, surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy) and surgery (endometrial ablation in 2012). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal discharge, fatigue, crying, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, anxiety, dyspepsia, bacterial vaginosis, headache, migraine, depression, visual impairment, coital bleeding, cervical dysplasia, adenomyosis, emotional disorder and back pain had resolved, the genital haemorrhage and procedural pain was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety, back pain, bacterial vaginosis, bladder disorder, cervical dysplasia, coital bleeding, crying, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, emotional disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypertension, menorrhagia, migraine, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiffls symptoms are mostly resolved she did retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube ultrasound scan - on an unknown date: coils in ut noted; on an unknown date: essure tubal inserts are not distinctly visualized (B)(6) 2016: pathology: pathology. Diagnosis: uterus, cervix and bilateral tubes: severe squamous dysplasia (cin 3) of cervix at 6:00 and 12:00. Adenomyosis of myometrium. Cystic walthard rest of left adnexa. Scarred endometrial surface. Benign fallopian tubes. Metallic foreign body, clinically sterilization coil (gross only). Gross description: within endometrium is a coiled metallic object which is severely impacted within the endometrium. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, blood or heart disorder/condition: high blood pressure, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, hormonal changes, infection (bladder/urinary tract/vaginal): bacterial vaginosis, urinary tract infection; migraines/headaches, pain, psychological or psychiatric problems: depression, anxiety, emotional anguish, mood disorder; vaginal discharge, vision/eye problems, weight gain/loss, other injury or complication: abnormal menstrual pain, cervical dysplasia, spotting, bleeding after intercourse, adenomyosis of myometrium. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal problems"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure device). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal discharge, fatigue, hormone level abnormal, gastrointestinal disorder, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiffs symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.